Event description:
It was reported -PICC inserted as per IFU in 2006, attempt to flush PICC during the night resulted in leakage from dressing. When taken down, only end connector visible. Pt taken to x-ray - PICC seen to be in pulmonary artery. Femoral snare required to recover PICC.

Manufacturer narrative:
The complaint of a break was confirmed. The cross section of the catheter revealed a granular and rough surface, which is a typical characteristic of a break, but the exact cause of the break is unk. The plane of the break was normal to the exist of the catheter. Only the distal segment of the catheter was returned for evaluation. The lumen of the catheter was occluded. The initial complaint indicated that the PICC was leaking and when the dressing was removed, only the connector was visible.